Event description:
It was reported that this right ventricular (rv) lead was suspected to be fracture due to under sensing, noise and impedance issues exhibited. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.